Event description:
The eagle eye platinum st catheter was used for an ami case for a thrombotic lesion. The user reported that during pullback inside the body, resistance was met with the guide wire and then the guide wire got stuck in the guide wire lumen of the catheter. The catheter and guide wire were removed as a single unit, resulting in loss of guide wire position. All portions of the catheter were accounted for upon removal from the patient. The lesion was rewired with a new guide wire and the procedure was successfully completed with another eagle eye platinum st catheter. There was no report of patient injury or adverse event due to the device malfunction. The patient was released from the hospital according to the original treatment plan.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The complaint device has not been received by the manufacturer; therefore, a device evaluation has not been performed. Per volcano's MDR corporate position paper, the loss of the guidewire position is a safety issue. A supplemental report will be submitted when the manufacturer's investigation is completed.